Event description:
It was reported that during use of this pump in a shoulder arthroscopy, the surgeon removed the scope from the patient's shoulder and started draining the site to relieve pressure. The surgeon replaced the scope while the draining was in process. The pump was restarted and within 10 minutes, the patient's shoulder swelled extensively. There was no report that further medical or surgical intervention was required for this event. It was reported that the patient was discharged as planned with some swelling remaining.

Manufacturer narrative:
No medwatch form received from the user facility. Investigation results: the pump will not be returned for evaluation. According to the facility, this problem was a user error and not a malfunction of the pump. The facility reported that the pump has been in use following this event and is operating without further problems.